Manufacturer narrative:
Age or date of birth: unk, sex: unk, weight: unk, ethnicity: unk, race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The reporter indicated at the beginning the eye developed an abnormal dilation of the pupil and then a quick cortical total cataract (iop within the normal at each examination, no signs of uveitis. The lens remained implanted. Additional information has been requested but none has been forthcoming.